Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 20 mm sapien 3 ultra resilia valve in the aortic position in surgical valve via transfemoral approach. The patient had a 21mm surgical valve in place. It was decided to implant a 20mm s3ur with intent to fracture surgical valve. Post surgical valve fracture there was moderate central ai. It was decided to implant a 23mm s3ur inside of the 20mm s3ur. No leak post 23mm valve deployment.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. This event was confirmed to be a duplicate of existing case MFR report number 2015691-2023-13556. Based on these information, this complaint is no longer considered to be a reportable event and a corrected report is being submitted